Manufacturer narrative:
Results: the px slim delivery microcatheter (px slim) was kinked approximately 47.0 cm from the hub; the distal shaft was ovalized approximately 0.5 cm from the distal tip. The outer diameter (od) of the undamaged section of the px slim was measured and found to be within specification. The px slim was check for lubricity during decontamination, and lubricity was present. Conclusions: evaluation of the returned device revealed that the px slim was kinked. This type of damage typically occurs due to improper handling during use. If the device is forcefully advanced against resistance, damage such as this may occur. Further evaluation revealed that the distal shaft of the px slim was ovalized. This type of damage typically occurs due to improper handling during use. If the distal tip is forcefully gripped or pinched during insertion, damage such as this may occur. The od of the undamaged section of the px slim was measured and found to be within specification. The root cause of the px slim not being able to advance through the first mentioned parent catheter could not be determined. The parent catheters were not returned for evaluation. Px slim devices are 100% visually inspected during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using a px slim delivery microcatheter (px slim). During the procedure, the physician advanced another manufacturer's parent catheter into the subclavian artery and then attempted to advance the px slim through it. However, the px slim was unable to advance through the catheter. Therefore, both the parent catheter and the px slim were removed from the patient. Next, the physician switched out the parent catheter for another manufacturer's angiography catheter and was able to advance the px slim through the angiography catheter. The procedure was then successfully completed using the same px slim. There was no report of an adverse effect to the patient.